Event description:
Patient seen in physician's office 1/6/94. Attempts to flush infuse-a-port caused patient to experience chest pain and he developed a large accumulation of luid over the port. Chest x-ray revealed catheter had fractured with embolization of the distal seqment into the pulmonary artery. On 1/7/94 patient underwent removal of the port and fractured portion of the catheter through percutaneous retrieval.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.